Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the surgeon was dissecting near the esophagus with the device and the tissue pad jaw dislodged. The jaw was retrieved. Opened another device to finish the case. There was no consequence to pt.